Event description:
Per rep., this patient's rv lead was capped, at the post implant follow up it was noticed that this lv lead had elevated thresholds and had migrated. Corox otw 85-up steroid, MDR 1028232-2008-00077; linox sd 65/16, MDR 1028232-2008-00078.